Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an unspecified procedure. Reportedly, during insertion of the proglide device, the sheath broke off just below the foot plate. The proglide device was removed but the sheath remained in the artery. Using a left common femoral access, the sheath was snared and removed. Hemostasis was achieved at the right common femoral artery by applying manual arterial compression. There was a clinically significant delay in the procedure of 30 minutes due to the snaring procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported sheath/guide detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.